Manufacturer narrative:
It was mistakenly omitted from the initial report that the male connector was replaced in addition to the oil mist filter to resolve the fluid/oil leak and smells/odor issue. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the fluid/oil leak and smells/odor issue, and system risk analysis (sra). Trending analysis of the fluid/oil leak and smells/odor issue was reviewed within the past six months and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The parts were not available for return and further analysis. The assignable cause of the fluid/oil leak and smells/odor issue is the oil mist filter and male connector. The field service engineer replaced these parts and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).

Manufacturer narrative:
A field service engineer was dispatched to the customer site. The oil mist filter was replaced to resolve the fluid/oil leak and smells/odor issue. Unit meets specifications and was returned to service. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. (B)(4).

Event description:
A customer reported an event of a fluid/oil leak and a "burning odor" or smell emitting from their sterrad® 100nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.